Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered questionable ion selective electrode (ise) sodium results for 28 patient samples after the results for were questioned by a doctor. Of the data provided for 24 patient samples, only the results for 21 were discrepant. Refer to the attachment to the medwatch for patient data. All results are in mmol/l. The original results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse effect to any patient. The sodium electrode lot number and expiration date were requested, but were not provided. The customer stated the tech missed a flag on the calibration performed prior to the patient samples being tested, but stated the qc was in range. The field service representative found the operator ran the system on a failed calibration. He communicated with the customer the importance of reviewing the calibration. The customer ran calibrations and controls with all results within control limits.